Event description:
A healthcare professional reported that the system with decentered inferiorly in the left eye of a patient due to poor fixation by the patient during lasik surgery. There are two related reports for this patient. This report addresses the patient's initial's (B)(6) in the left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event. Within the preventive maintenance program, the device was regularly serviced and was successfully verified prior to and after surgery date and confirmed device met specifications as per service installation record. Logfiles have been requested but not provided therefore logfile review was not performed. Treatment report does not show any inconsistencies, it only shows that patient's fixation was not ideal. No root cause for the customers reported event could be determined, the most probable root cause is poor fixation of the patient during the treatment. The manufacturer internal reference number is: (B)(4).